Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "acute and short-term outcomes of percutaneous transcatheter mitral valve replacement"; authors: nicola maschietto, md, phd; ashwin prakash, md; pedro del nido, md; diego porras, md; the following events were indentified: [(B)(4). ; patient no. 7] it was learned that a patient with a 21mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately four (4) years due to mitral stenosis. The surgical valve was fractured to allow for complete expansion of the implanted edwards transcatheter valve. The tmvr procedure was performed with a 20mm 9600tfx transcatheter valve. Cct demonstrated a significant compression of the left main coronary artery from a severely dilated and hypertensive main pulmonary artery. Due to this, the patient was supported with v-a ECMO during the tmvr procedure. Repeat coronary angiography and instantaneous wave-free ratio of the left main coronary artery after tmvr showed a complete resolution of the preoperative compression. There were no adverse events. The patient was transferred intubated to the cardiac ICU and extubated within 18 hours after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.